Event description:
A consumer reported that he had cataract surgery in his both eyes from 5 weeks ago, caller stated that his intermediate and near vision are terrible. Vision in the left eye was 20/40 for distance, 20/2200 for close up. He had start experiencing symptoms right after the surgery. Also, stated that according to company website patient's close up vision should be 20/30 and intermediate vision should be 20/25. The doctor told that the patient's close up vision for both eyes was 20/2200. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).